Event description:
The consumer reported the patient had the enterra stimulation for many years and it had worked well. The patient recently found herself saying things she had said prior to getting the device: "if I only did not have to eat anything or drink anything other than water, I would do great." The device had been "reviewed" annually by the physician and the unit was working fine. The patient was wondering if maybe the leads were not working well. It was mentioned the patient had many surgeries since the implant and wondered if the readouts could sense if the leads were working, or only if the base unit was working. Two days later, additional information received via the consumer reported the patient thought the enterra implant was not working. The issue had begun about 3 months ago (2016). After eating, she would have to lay down before she felt better. The patient would get hot and cold and it would take 2-3 hours before she would feel better. The patient stated it would probably be better if she would just not eat. No traumas/falls were reported that could be related to the issue. It was noted the patient had breast cancer so she had several exams for it. The patient had a double mastectomy and a revision. It was indicated the patient remembered having an exam done near when she started having issues with her implant. The patient also recently another exam performed. The patient's indication for use was gastric stimulation.

Event description:
The consumer reported that the steps taken to resolve the implant not working and feeling hot and cold after eating were that the patient visited their health care provider (hcp) to have the sending unit checked and also to have the rate increased. This only helped slightly. The patient heard themself saying that they would feel good if they didn't have to eat and that was how they felt before the gastric stimulator was implanted. The patient felt nauseous and usually took zofran 4 mg before meals. The patient was not vomiting, which they did before the implant. Their concern was that they had surgeries that may have impacted the leads. The patient had visited the local gastroenterologists, but the hcp did not do any testing and only monitored the implant. Before the implant the patient was on tpn and after that on stomach tube feeding. The gastric pacer made their digestion symptoms normal for many years and the patient hoped to have that quality of life again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.